Event description:
It was reported that this inflatable penile prosthesis (ipp) presented a mechanical problem, upon explanting the device, it was discovered that the outer silicone layer on the cylinders had ruptured and exposed the mesh layer of the device. The ipp was explanted and replaced with a tactra. There were no patient complications reported.

Manufacturer narrative:
D4 unique identifier (UDI) for reservoir: (B)(4). Updated initial reporter email e1. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Manufacturer narrative:
D4 unique identifier (UDI) for reservoir: (B)(4).

Event description:
It was reported that this inflatable penile prosthesis (ipp) presented a mechanical problem, upon explanting the device, it was discovered that the outer silicone layer on the cylinders had ruptured and exposed the mesh layer of the device. The ipp was explanted and replaced with a tactra. There were no patient complications reported.